Manufacturer narrative:
A duplicate report was submitted for this complaint event under mfg report number 3004608878-2021-00247. Consequently, no investigation results will be submitted for this event, as all information was previously submitted under mfg report number 3004608878-2021-00247.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during inspection, the mayfield ultra base unit (a2101) would not hold position when the handle was locked and it would also not translate or slide on main support bar. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.